Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used during a urological procedure on (B)(6) 2014. According to the complainant, during the procedure the surgeon felt some resistance upon moving the guidewire into the cannula of the olympus short rigid ureteroscope. The hydrophilic tip detached exposing the tip of the metal corewire. The fragments were removed from the patient¿s body through suctioning. The procedure was completed with this device. There were no patient complications. The condition of the patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of distal tip detached exposing the corewire tip. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.